Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type catheter product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative regarding a patient receiving an unknown drug via an implantable pump. The in dication for use was non-malignant pain. It was reported that since the patient received the synch iii pump and had been using the handset with this new pump, the screen shows a delay in complete communication when attempting to get a pa (patient activated) bolus. The screen sits at 91% complete. The agent reviewed this was a known issue and discussed lessening the interaction with the pump as much as possible and pa bolus¿s are being given and confirmed this with the pump pa logs. Additional information was received from the patient who reported that the equipment was still stalling at 90% when they were trying to connect to deliver a bolus. The patient added that the equipment was disconnecting during the bolus request, and they felt like there were not getting the bolus dose. The patient stated that the company representative verified the boluses were being delivered and that the pump was working as designed. The patient mentioned they were seeing error 256 (the agent could not locate this message meaning). The patient felt the pump was not working like it should since implant. The patient stated that at night when they laid down their legs were cramping up, their toes were curling, and they had muscle spasms in their back and legs. Per the patient, the pump was delivering fentanyl and clonidine. The patient was redirected to their healthcare provider to discuss therapy options. On 2024-dec-18, additional information was received from the patient. It was reported the patient saw a message on the handset on the date of this call. The message was "0x507578a5". The patient confirmed that they rebooted the handset and were able to get a bolus, but the alert told them to contact the manufacturer. It was explained that no further actions needed to be taken other than rebooting and/or pressing continue on the handset. The patient stated that this pump was more complicated than their first pump, and stated they kept getting different messages. The patient stated that sometimes it took 1.5 minutes to 4 minutes before they got a bolus. The patient stated that they implanted their pump on the left side of his body where he head a shoulder replacement and "it's a real job" to get a bolus. The patient stated their provider said he couldn¿t do anything about that. The patient expressed dissatisfaction with their provider, the pump and with the manufacturer. The patient reported he was not getting relief from his boluses and did not think he was getting boluses. The patient stated that he wanted his pump changed, and he was getting different messages. It was reviewed that the alerts were related to the handset, not a problem with the internal pump. The patient stated that he has spoken with his provider, and they showed him the bolus history, and it confirmed that it showed the boluses were being delivered. The patient did not want to take oral medication. The patient stated that he was not getting any messages with their prior pump. It was explained that if the patient was concerned, if he is not getting boluses, they could replace the handset but the hcp has confirmed they were getting the boluses. The patient stated he has a refill in january and he would discuss further with his hcp. Additional information was provided from a consumer (con) indicated that they saw code 156 on the personal therapy manager (ptm) and experienced a lag at 90 percent when trying to bolus. The agent reviewed best practices in using the ptm including closing out of the app after use and had caller clear data from the handset. Data had been at 5.95mb.

Event description:
Additional information was received from the patient. It was reported that the patient stated when they were trying to bolus since "about 2 weeks ago", the patient had a difficult time connecting to the pump. The manufacturer's patient services specialist (pss) had the patient toggle off mobile data and toggle on location. Pss had the patient restart bluetooth and restart handset. While on the call, the patient stated for about 2 weeks now when they tried to bolus the handset was lagging at 90. Pss reviewed data and had the patient delete data. The patient was able to connect to the pump with no lag. The patient will call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6). Implanted: (B)(6) 2018: product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2024: product type catheter product ID a820 serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.